Event description:
It was reported that a cartridge alarm was triggered. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to load a new cartridge correctly and successfully resumed insulin therapy, resolving the issue.